Event description:
As reported, the patient was implanted with a ventrio st mesh (implant date not provided). Shortly after implant the patient was treated for an infection which resolved. In june 2023, the patient ¿had an episode¿ ¿and came back with cellulitis.¿ reportedly, the patient underwent ¿ultrasound drainage of some fluid around it and some pus there.¿

Manufacturer narrative:
As reported, post implant of the ventrio st mesh the patient was treated for an infection. The patient was later treated for cellulitis and underwent drainage of fluid with pus. The information provided is limited. Based on the available information, no conclusion can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. Infection is a known inherent risk of surgery and is identified in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. Regarding infection, the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 15-jun-2023 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.